Event description:
Patient's father reported the pump does not deliver insulin correctly. Father stated patient has had to take a lot of correction boluses for about 4 months because his blood glucose level was too high; exact reading was not provided. Father reported patient switched to the backup pump. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.